Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the hospital emergency room due to a low blood glucose level and high blood pressure. Customer was hospitalized (B)(6) 2016 and her blood glucose level was 47 mg/dl. Customer could not speak, was nervous, and had darkness in her vision. Customer stated that the insulin pump time was off by 4 hours. Customer stated that the cause of the hospitalization was fright. Customer stated that they did an EKG and a kidney test. Customer was wearing the pump at the time of the hospitalization. Customer was treated and then released. Customer stated that she is going to see her health care professional about her basal rates. Customer thinks she is getting too much at a certain time. Customer also stated that her belt clip had just broken.